Event description:
It was alleged that during use an underinfusion occurred on a tpn patient and the device did not alarm. It was noted that the IV had been running for about 5 hours without infusing. There was reportedly no patient consequence.